Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled: ¿literature received entitled: "an article/literature was received entitled "the use of metaphyseal sleeves in revision total knee arthroplasty¿ written by david f. Dalury, et al., published online: the knee 23 (2016) 545¿548, was reviewed for MDR reportability on 09/27/2019. The articles purpose was to report on titanium metaphyseal sleeves. 40 patient¿s were available for a review. The study included six s-rom noiles rotating hinge, and 34 a mobile-bearing sigma revision knee. The conclusion reported by the article was that metaphyseal sleeves provide an alternative for bone loss reconstruction in revision total knee arthroplasty. The was one re-operation noted for a (B)(6) year old man, who was initially revised for aseptic loosening, who then developed loosening and migration of the tibia tray four years after the titanium metaphyseal sleeve was implanted. He was revised to a longer sleeve with a longer stem. The study noted several weaknesses, including the study being on a small group with no control group and only two surgeons participating.